Event description:
Reporter alleged discrepant back-to-back blood glucose results of 156 mg/dl on the inform system compared to 83 mg/dl performed in a laboratory when tests were performed within 4 minutes. Reporter stated that no patient treatment was given or withheld due to results. A request was made for the return of the suspect device and replacement product was sent.